Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the customer, there was no sample available for review. Additionally, there was no visual evidence provided to support the reported issue. Without such evidence, this complaint could not be confirmed. According to the customer, there was no sample available for review. Additionally, there was no visual evidence provided to support the reported issue. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Breakage of the introducer at the time of passage, preventing the catheter from passing through.